Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that on (B)(6). The patient was brought in for a routine refill and at that time they were told that the pump was empty and that the healthcare provider (hcp) no longer did refills. They were referred to home infusion which isn't an option due to insurance. The patient has had more shaking episodes that were not seizures and then their body calmed. They did not hear the pump alarm. They were redirected back to a hcp and were given a listing over the phone.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that their empty pump reservoir and shaking episodes were not yet resolved. Their doctor no longer filled pumps, so they called their insurance for a new doctor and were still waiting for a doctor who did refills.